Event description:
It was reported that the handpiece ran without being activated during a procedure. The case was finished with the same handpiece. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event has reported by the customer was duplicated. Upon visual inspection the sockets of the handpiece were confirmed to be burnt resulting in a higher impedance at the ground connection between the handpiece and the console resulting in false run signals. The cause of the socket damage was not confirmed. The gearing in the handpiece was also damaged resulting in the handpiece occasionally binding up. The potted trigger assembly and gear assemblies in the handpiece were replaced and the handpiece was returned to the customer.